Event description:
Ad'l info rec'd from MFR 11/20/01: the evaluation included analysis of the incident by the activeaid design team. The chair model has been mfg by activeaid since 1995. There is no history of adverse events involving this model. The analysis, prior visual inspection, suggested that the design of the chair did not contribute to the adverse event. The result of the activeaid incident analysis was to implement an engineering change order, even though the event was determined to be an isolated incident. The client has indicated complete satisfaction with the way activeaid handled the complaint, as well as the current activeaid product now being used in place of the returned product.

Event description:
Rptr uses a shower/commode chair to take a shower and rptr has always used everest and jennings chairs. The only problem rptr has had with them is that they always end up rusting out and breaking after 3 or 4 years. Rptr went to hosp for a reevaluation and it was suggested by rptr physical therapist to buy an activeaid 480-24 shower chair because the ones they use have lasted a long time. Rptr got the prescription and ordered one quickly because rptr's old chair was about to fall apart. Rptr paid $1,900 for it. Rptr was about to take a shower on the event date and rptr was trying to lift up on the armrests to adjust rptr's position. The seat stuck to rptr's skin and the seat was completely lifted up and ended up on the bottom of the shower. Rptr thinks one can imagine the terrible situation rptr was in at that moment. Rptr had nothing to sit down on. Rptr was alone and the nearest phone was in the bedroom. Rptr managed to lean body on one of the armrests and slowly push rptr's way into the bedroom. Rptr was very lucky to have made it. Rptr held self up trying to figure out how to get out of this situation until strength finally gave out and rptr sank into the chair with knees pinned up against chin by a still bar in front and back against the bar on the back of the chair. Rptr was beginning to have trouble breathing. Rptr was very close to passing out and arms were going to sleep. Rptr finally got the strength to lift self up one more time to reach the phone and call family for help. The family member was having such a hard time, rptr was afraid family member would have a heart attack. They finally had to lay the chair over on its side so rptr could slowly be pulled out. Rptr ended up with a bruise across the backs of both legs, a bruise across back, and scratches on thighs as rptr was pulled out. Rptr was so sore for 3 days that rptr just stayed in bed and rptr wanted to make sure that the bruises would not turn into pressure sores. If rptr had not made it out of the bathroom, rptr could have ended up dying in there or atleast ended up in the hosp. Spouse was visiting a friend for the day and wouldn't have been home until late evening. Rptr has taken some nylon zip ties and tied the seat down to the body of the chair so rptr won't have to go through this again. The internet vendor told rptr that rptr couldn't return it because it was a special order. Rptr sent some e-mails about this to people at activeaid and explained the whole problem but rptr was a little upset at their lack of an answer.